Event description:
Nurse inserted the IV and when withdrawing the safety device the needle came all the way out instead of being sheathed with the safety device. The nurse was not stuck with the needle and it was placed in a container.======================manufacturer response for IV catheter, bd saf-t-intima (per site reporter).======================will pick up and have analyzed at their facility.